Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon right knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly after usage of the shape match system to implant plaintiffs' right knee, she began experiencing significant pain, was unable to bend her right knee, and had pronounced swelling and discoloration develop in the area of the implant. It is further alleged that the patient underwent manipulative procedure twelve weeks after the original procedure, but the manipulative procedure did not relieve her symptoms. She allegedly underwent a right knee revision surgery in (B)(6) 2013.